Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 200-300 range. The customer lowered the bg level with water and changing the site. As the customer was not currently receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.